Event description:
It was reported that the patient experienced a hemoglobin of 100 and lactate dehydrogenase levels of 280. The site noted concerns for thrombus. Log file analysis captured pulsatility index events as well as routine power source changes. Thrombus could not be confirmed through log file analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was unable to be confirmed as no product or images were available for review. A specific cause for the report of elevated hemolysis labs could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ lists pump thrombosis and hemolysis as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. No further information was provided. The manufacturer is closing the file on this event.